Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted (50 mg/dl) the customer took pump off and consumed carbohydrates to stabilize bg levels. The customer stated bg levels dropped due to not knowing how much insulin was delivered prior to the occlusion alarm and extra insulin was delivered. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.